Manufacturer narrative:
Investigation summary: customer reported blood under the sensor. Photo received showed a sensor adhesion defect. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed based on photo received. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. A corrective and preventive action (CAPA) via (B)(4) was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that blood flowed to the bottom of the bd bactec¿ plus aerobic/f culture vials (plastic) and caused a false positive. Confirmatory testing was performed after a gram and subculture, resulting in a negative. Erroneous results were not reported to the clinicians, and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about sensor adhesion of the aerobic bottle. According to the customer's report, blood flowed into the sensor at the bottom of the bottle, which caused a false positive. False positive: what confirmatory testing was performed that determined the results were erroneous? After gram and sub culture, they decided negative. Were any erroneous results reported to the doctors? No".